Event description:
It was reported that the clutch slip was observed during occlusion test. During the device evaluation, a travel coarse error - check clutch/plunger lever was found which is high-priority alarm and it could potentially interrupt the therapy during use.

Manufacturer narrative:
B3: date of event is unknown. The suspected device was returned for evaluation. The device was visually inspected and found the right plunger case has a crack. The customer complained that the clutch slip was observed during occlusion test. Occlusion test was performed to duplicate the error. Worn out clutches and leadscrew is the probable cause. The service history review had no indication that the complaint was related to a service of the device within the review period.